Event description:
Additional information was received that the deployment starting point was at the bottom of the pigtail catheter. The valve dislodged in the direction of the aorta. Prior to valve dislodgement, the implant depth was 2mm below the non-coronary cusp (ncc) in cusp overlap view. The left coronary cusp (lcc) could not be assessed accurately because the valve moved up before a second view of the left side could be checked. Additionally, a non-medtronic guidewire was used during the procedure. A procedure delay of approximately 4 minutes occurred while the second valve was prepped and loaded. Per the physician, the native valve was bicuspid with a coronary cusp fusion. It was noted that at 80% deployment, the valve was well expanded with no visible infold. The valve was also not infolded when it moved up into the sinuses. The infold appeared to occur on recapture of the valve and on the second deployment attempt the valve did not fully expand to the left side of the patient¿s anatomy.

Manufacturer narrative:
Image review: six fluoroscopic media images and four still images related to the reported event were provided. An executive summary was also submitted, indicating a patient annular perimeter measurement of 82.8 mm, which is consistent with the instructions for use (IFU) sizing recommendation for a 34 mm evolut valve. Imaging evidence suggests the annulus morphology appears bicuspid, which is consistent with the event description. A fluoroscopic valve load inspection was provided; however, visualization of the entire valve was not available. Per the IFU, prior to insertion into a patient, the loaded bioprosthesis must be visually inspected under fluoroscopy using a magnified, high-resolution view that does not impede device clarity. The capsule should be slowly rotated to 360 degrees during the fluoroscopic inspection. If a misload is identified, the bioprosthesis must not be reloaded and the entire system¿including the valve, catheter, loading system, loading tray, and saline¿cannot be used and should be replaced with new sterile componen ts. Evidence supports that a pre-implant balloon dilation was performed. It was reported that during the first deployment attempt, the valve was deployed in a high position and dislodged prior to reaching approximately 80% deployment, with the valve inflow fully e xpanding within the sinuses. The valve was subsequently recaptured, at which time an infold was noted. Imaging supports that the valve reached the point of no recapture with an infold present. No imaging was provided documenting the initial deployment attempt or the valve positioned within the sinus to confirm the mechanism contributing to the infold. Valve infolding is characterized by an inward fold or crease of the frame, typically originating at the inflow. Potential contributing factors to valve infolding include valve misload, patient anatomical characteristics (such as calcification), and recapture attempts. If valve infolding is identified, the valve should be recaptured, removed from the patient, and not used. Replacement with new sterile components is required. It was reported that the infolded valve was recaptured, removed, and replaced with a new valve, which was subsequently deployed without complication. An additional image was provided demonstrating the first valve deployed outside the body, with the infold visible within the capsule. Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34 (lot: 0013217832); product type: 0195-heart valves; implant date n/a; explant date n/a product ID d-evolutfx-34 (0013274841); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, screening identified crown overlap extending to node 2 and the patient had a type 1 bicuspid aortic valve anatomy with right/left cusp fusion. Pre-implant dilation was performed twice using a 24 millimeter (mm) non-compliant balloon. During the first deployment attempt, the deployment was high and the valve dislodged before reaching 80% deployment, with the valve inflow expanding fully in the sinuses. Subsequently, the valve was recaptured and an infold was noted. On the second deployment attempt, the valve did not fully expand. The valve was removed and a second valve was prepared into a new delivery catheter system (dcs) and deployed on the first attempt with no issues, with no aortic regurgitation and no gradient noted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.